Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh25 anvil was too loose. Another device was used to complete the case. There was no consequence to the patient.